Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the sheath was unable to reach the right inferior pulmonary vein (ripv), and the patient experienced minor pericardial effusion and suspected tissue damage. The procedure was cancelled due to the failure to reach the ripv. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a faradrive sheath was used. The patient had small left atrial anatomy and the ripv could not be located with the farawave catheter and faradrive sheath. A direct approach to the vein was unsuccessful. The catheter and sheath were moved from the left side of the heart, then maneuvered back to the left side with success. This occurred several times before the guidewire suddenly became stuck in the catheter and could not be moved. The catheter was removed from the patient and checked on the table. The procedure was cancelled due to the inability to reach the ripv and suspected tissue damage, though all other veins were isolated. During post-procedure echocardiography a little pericardial effusion was observed. The physician deemed the effusion irrelevant for medical intervention. The current condition of the patient is unknown. It was further reported the device is not expected to be returned for analysis due to disposal. This event is being reported for aborted/cancelled procedure with a patient under sedation.